Event description:
It was reported that the customer received a button error alarm. It was also mentioned that the insulin pump was exposed to fluids. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted. No weak battery alarm was noted. All operating currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump had moisture damage on the electronic and motor assemblies. The insulin pump had cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.